Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/09/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted. A drop test and manual "try it" test was performed and passed. Receiver functional test was performed, and it passed all relevant tests. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The reported event of an no audio output was not confirmed because the receiver produced audio output during the audio test. A root cause could not be determined.